Event description:
Info rec'd on 10/19/2009 indicates that the pt reported in 2008 where she had a bladder sling operation. When pt follow up with her physician 6-weeks later, she complained of pain during sexual intercourse. Six months later, pt had another surgery because the mesh was eroding through vaginal wall. After surgery, pt continued to have pain for several months and tried to get help from numerous physicians, but no one would help. Finally she rec'd help and was arranged to have the mesh removed in 2009. Pt had mesh removed requiring 10 sutures and she currently complains of incontinence.